Event description:
During an electrophysiology study, an hp defibrillator failed to deliver a shock on two consecutive attempts. Another defibrillator in the room was then used successfully on the pt.